Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states, complications associated with the use of the may include but are not limited to: incomplete deployment w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for an infrarenal abdominal aortic aneurysm. It was reported that upon initiating primary deployment and pulling back the primary deployment handle of a gore® tag® conformable thoracic stent graft with active control system (ctag ac), the device did not deploy to the ¿intermediate¿ (50%) diameter; the deployment line came out with the handle but the device did not deploy, it remained constrained on the delivery catheter. The backup hatch was then accessed and the primary string/deployment line was confirmed to not be there. The physician then continued on with the normal deployment steps (not utilizing backup hatch) and the device during this time did fully deploy with good results. The physician reports deployment was in the intended location and there was no breakage of the primary deployment line, the device just did not deploy correctly during primary deployment. The patient tolerated the procedure. The delivery catheter, handle and deployment line will be returned to gore for evaluation.